Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient lost balance while taking a shower. Their revision was scheduled for (B)(6) 2019. The issue was resolved and the devices wouldn't be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall on their head two weeks ago and now they had a fairly significant impedance issues on one side. The patient was in puerto rico but would likely be flying back to ma to have a revision procedure.